Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose level was higher than normal due to the no delivery alarms. Her blood glucose level was 384 mg/dl. She did not have extra supplies with her and was not able to determine the cause of the alarm without a complete infusion set change. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.